Manufacturer narrative:
Additional information provided in a.2., a.3., d.11., g.1., and g.2. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol), was exchanged with a clinical reason for the exchange of "wrong power". Additional information was requested.